Event description:
Major pump unit(s) involved: blood pumpadditional text: there was no decive malfunction. Vad weaned and explanted d/t ventricular recovery.specific component(s) involved: other component malfunction, specifyadditional text:other component: no device malfuction, device weaned d/t ventricle recovery.causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): noneother intervention :type: lvaddate of adverse event - unknown

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: other component malfunction, specify. Date of adverse event - unknown.